Event description:
A patient reported blood glucose results of "25 mg/dl and 173 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Through two blood glucose test and obtained "249 mg/dl and 126 mg/dl" with a lifescan meter, performed within 10 minutes. The meter, test strips, and control solution were replaced.